Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the spinal fluid leak was likely procedure rather than product related.

Event description:
It was reported to nevro that a patient experienced a csf leak. The physician applied a sealant to stop the leakage and proceeded with the case. Both leads were placed without difficulty and the ipg was implanted. There were no reports of further complications.